Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was receiving clonidine (concentration 50 mcg/ml, dose 9.152 mcg/day) and dilaudid (concentration 30mg/ml, dose 5.491 mg/day) via an implantable pump for spinal pain. The patient fell out of bed on this report date and was admitted to the emergency room with altered mental status. The health care professional was requesting a local company representative to be paged to assist with turning the pump into stopped mode. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up was conducted with the managing health care professional who noted that everything was unknown pending emergency room notes.